Event description:
Arjo received a call from the customer requesting repair of the enterprise 5000 bed. During arjo technician evaluation it was observed that one of the side rails partially detached from the bed's frame and the metal pipe disconnected from the plastic hinge. There was no indication that the bed was used with the patient at that time. No injury was claimed. The enterprise 5000 bed is equipped with two folding side rails each made of three metal pipes. The side rail provides a barrier from the top of the head section to the area below the knee, leaving a gap at the foot end of the bed, which allows the patient to exit the bed when needed.

Manufacturer narrative:
The analysis is ongoing. The results will be provided upon conclusions of the investigation.

Manufacturer narrative:
In the received complaint, one of the side rails detached partially from the bed¿s frame and could not be locked in the upper position. During evaluation performed by the arjo technician it was observed that the unapproved repair was done on the side rail. This could cause further damage of the side rail. This bed was not serviced by arjo. After the event, the facility signed a service contract with arjo, which will prevent from the unapproved repairs. Arjo device failed to meet its performance specification since the side rail detached. There was no indication that the bed was used with the patient when the event occurred. The complaint decided to be reportable due to side rail detachment. No injury was claimed.